Manufacturer narrative:
Data review: after reviewing the imc logs, the issues with the battery failure alarms on this console were confirmed. There were multiple instances of battery failure alarms (transport connection blown/missing) (event set #360) and single instance of battery failure alarm (low voltage) [v < 12v] (event set #350) found from the reported occurrence date. Results of running batttest on telnet revealed that ¿fu¿ was missing on battery 2 and that cell 1 in battery 2 had a voltage of 3871mv which is about ~200mv less than the rest of the cells in that battery. Ltlog power data supports the finding that there is a cell imbalance in battery 2 found in cell1 (the line for cell1 shown in light blue, varies significantly from the rest of the cells in the battery). See attached images for batttest results and ltlog power data. Device analysis: console was tested after arriving in fs. Battery failure alarm issue was able to be reproduced. Lcd charge level indicator on battery 2 was malfunctioning (see attached image). Issue was determined to be caused by internal battery cell imbalance (found in cell1). Before sending this console back to the customer, fs was instructed to replace battery set [3900-0032 aic - battery (6120mah)], verify battery functionality via sections 18 through 20 of pm procedure [0042-7309], and perform a full functional check on the console and optical system [0042-7316].

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) displayed a battery failure alarm on start-up. There was no patient involvement at the time of the noted issue. After troubleshooting was unsuccessful in resolving the alarm, the decision was made to remove the device from service.